Manufacturer narrative:
Unit received with low battery alert and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were having issue with short battery life on the insulin pump. The customer¿s blood glucose level was 11.6 mmol/l. Troubleshooting was performed. The product will be returned for analysis.